Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test and motor test. No unexpected motor error alarm or unexpected restart error alarm noted during testing. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test at 0.08765 inches. Unit was received with cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and stained address/serial number label.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 13 mg/dl at the time of the incident. The customer used glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer's doctor had raised their basal rate before the incident. Troubleshooting was not completed and the customer will call back. The customer's pump had an unexpected restart alarm where a cold restart was performed after a battery change. The insulin pump will be returned for analysis.